Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that a "glossy aspect" on the iol and following this observation explanted the lens. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00068.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex 570c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (november 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reported against the c-flex 570c iol batch (B)(4).